Event description:
Operation: excisional biopsy mass left breast. During course of dissection, while surgeon was holding laser scalpel outside of surgical site, the pt buckled suddenly. The pt's upper inner breast came in contact with laser sclapel. A minor 2x8mm burn resulted. Burn was dressed with bioconclusive dressing. No further untoward effects.